Manufacturer narrative:
(B)(4). (B)(6). The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only". A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter UK regarding a system error (se) alarm during therapy on the homechoice (hc)while in the initial drain and the hp was resuming therapy with the same supplies which is a use error. The home patient (hp) followed the instructions of the hospital and cycled the power on/off to clear the alarms. The hp then proceeded to reset the hc using the same supplies while still connected to the hc. The technical service representative (tsr) advised the hp to press stop and close all the clamps, then disconnect aseptically. The tsr explained the alarms and that air was detected. The tsr also advised the hp that the supplies were compromised and needed to be discarded. The hp stated that according to her pamphlet, it the alarms clear, it was okay to resume setup with the same supplies. The tsr explained that this particular alarm means air was detected and advised her to call the peritoneal dialysis nurse (pdn) to let them know about the alarm. The hp understood. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.